Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse analyzed the instrument and found foaming on the reagent 2 (r2) transducer. The cse cleaned and replaced the reagent 2 transducer and performed maintenance and alignments on the cuvette and sample wheel. The reagent 1 and reagent 2 tubing and worn idler gears were replaced, and the motor nuts were cleaned. The cause of the discordant, falsely elevated ctni result is unknown, but was potentially caused by the reagent 2 issues or sample integrity. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. MDR 2517506-2019-00142 was also filed for this event.

Event description:
A discordant, falsely elevated cardiac troponin-I (ctni) result was obtained on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower. The repeat result of 0.0 ng/ml was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.